Event description:
During the procedure, a communication issue occurred and the case was cancelled. The amplifier and dws started normally using navx mode. When creating the study, no ECG signals were displayed in the dws, and an error message was noted stating: "amplifier-error" and the light flashed orange. The amplifier was restarted which did not resolve the issue and the case was cancelled.

Manufacturer narrative:
One ensite x amplifier was received for evaluation. Functional testing which includes power cycling, extended run, test station log review, and ic shorts testing, all of which encountered no hardware abnormalities. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was not able to be confirmed, and the root cause remains undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and delay remains unknown.